Event description:
Additional information received reported that the leads that were implanted on (B)(6)-2007 had wires that were ¿redundant in abdomen creating a loop¿ that the bowel ¿herniated through,¿ which was presented as abdominal pain. The wires were removed on (B)(6)-2009 and replaced with new wires. There were no observed malfunctions.

Event description:
It was reported that there was a colonic bowel obstruction requiring hospitalization and subsequent surgical intervention. It was stated that there was a surgical removal and replacement of device leads. The patient reportedly recovered. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: medwatch filed in error as event previously reported. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch. See manufacturer report # 3004209178-2009-00625 .

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).